Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reported disconnecting and reconnecting a supply bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, the home patient (hp) reported that they had disconnected the solution bag and connected it to the heater line in an attempt to clear the alarm. This occurred during fill four of five of peritoneal dialysis therapy. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.